Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the severely tortuous left anterior descending artery. A 4.00 x 16mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, during inflation, the stent and the balloon 'exploded' and the stent was 'squeezed'. The procedure was competed with another stent. No patient complications were reported and the patient's status was good.